Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, g1 (manufacturing site name). Corrected: e4. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part: 09.804.601s. Lot no: 82326669. Release to warehouse date: 28 jan, 2025. Expiry date: 01 jan, 2028. Manufacturing site: werk bettlach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the screw and cement were not mentioned in the allegations. No revision surgery was performed.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin and 510k are not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (th12) for th12 vertebral fracture on (B)(6) 2025. The patient had an obsolescence case, and the posterior part of the vertebral body was osteosclerotic, so the surgeon pressurized with a trial balloon, but was unable to obtain a cavity large enough to place a stent. After several rounds of inflation and deflation, the surgeon was able to create cavities on both sides into which stents could be placed. And a trial balloon was inserted into the outer tube. When the surgeon inserted the balloon on the right side, he felt something getting caught near the exit of the outer tube. Therefore, once the surgeon removed the balloon for re-drilling, but the stent portion fell out of the balloon inside the vertebral body. The surgeon tried several times to insert the balloon back into the stent, but the stent had moved within the vertebral body, making reinsertion difficult. The surgeon decided to leave the stent in an unexpanded state and inject cement from the left side to solidify it. Once the stent was completely covered with cement, the surgeon finished the cement injection. At the surgeon's decision, a screw was inserted into the vertebral body, but because this was done before the cement had hardened, the unexpanded stent inside the vertebral body moved forward toward the front of the vertebral body. Therefore, the surgeon removed the screw and reinserted a shorter one. It was confirmed that the stent was slightly protruding from the anterior vertebral body, but since it was covered with cement and was on the right side, opposite the large blood vessels, the surgeon completed the procedure as follow-up observation. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.